Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2024, it was reported that the insulin flow was blocked due to bent cannula leading to high blood glucose. The blood glucose level was 282 mg/dl. No further information available.